Event description:
It was reported that an impedance test found impedances over 4,000 ohms on some of the bipolar and unipolar pairs. It was reported that electrodes 4, 5, 6, 7, 14, 15, 16, 17, 23, 25, 26, 34, 35, 36, and 37 all showed over 4,000 ohms. It was later reported that the pt was looking for a doctor to revise the system. Additional info has been requested, but was not available as of the date of this report.

Manufacturer narrative:
(B)(4).